Event description:
It was reported that 83 of the large volume pumps displayed dim segments. There was no reported patient involvement.

Manufacturer narrative:
Supplemental emdr needed to report serial number (B)(6).

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 83 of the large volume pumps displayed dim segments. There was no reported patient involvement.